Manufacturer narrative:
H3 and h6 codes, updated. B1, adverse event/product problem: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was stated a laryngeal injury has occurred. This occurred during use and there was a patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.